Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that due to a scratch on switch #2, water tightness was lost. The nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. Additionally, the evaluation revealed the following findings: adhesive on bending section cover (a-rubber) had a chip; adhesive on bending section cover (a-rubber) had a crack; adhesive on bending section cover (a-rubber) had white-clouded area; image guide protector was damaged; protector of universal cord on control section side was damaged; adhesives around light guide lens had white-clouded area; scope connector cover was deformed; and scratches were found on multiple components of the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the colonovideoscope exhibited air/water leakage. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 5 reprocessing the endoscope and chapter 8 storage and disposal make sure that stain is removed from the air/water nozzle opening and the surface of the objective lens. If the stain remains, wash until all of the stain is removed and please check the handling environment, such as thorough rinsing, draining residual water in the channel after cleaning, and drying.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected fields: h10 (information was inadvertently omitted) this report is being supplemented to provide additional information from the legal manufacturer's final investigation. The cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.